Manufacturer narrative:
H6. Health effect - clinical code: e2403. H6. Health effect - impact code: f26. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Broken battery cover and instruction label, manometer gauge is out of spec, front panel and all small knobs are cracked, small caps are missing, and input fitting is loose. Performed lock off leak test. The customer's reported problem was confirmed through the lock off leak test. The root cause is that the gas supply indicator oxygen (o2) is no longer working as intended. Replaced gas supply indicator o2. The device passed all functional tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was an internal gas leak in the ventilator. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.